Event description:
The patient underwent a device exchange due to this event. It was later reported that the patient expired on (B)(6) 2019 . No further information was provided.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 8 months. The patient remains ongoing on lvad support. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that analysis of the system controller log file history showed a single pump stop alarm that had occurred on (B)(6) 2018. There were no reported adverse effects to the patient. No visual or audible alarms were noticed by the patient or the family. The patient reportedly has gained extreme weight since implant. X-ray images reviewed by the manufacturer's technical services showed a significant area of concern internally at the end of the bend relief. It is reportedly unclear if this is related to a short to shield as there is no significant peak in pump power. Patient monitoring was increased, and a non-grounded patient cable for use with the power module was provided to the patient. No further information was reported.

Event description:
Additional information: it was reported that an external driveline evaluation was performed by the manufacturer's technical services representative on 22mar2019. Two areas of the driveline had previous cosmetic repairs with rescue tape; one area at the bend relief and one area 12 cm from the exit site. A small tear was visible in the silicon jacket at the exit site area, and it appeared that there may be some evidence of fluid contamination within the bionate layer. The device passed electrical continuity testing, and the pump stoppages were unable to be reproduced when manipulating the external portion of the driveline. External damage to the driveline was unable to be established. Internal driveline damage at the pump end bend relief was suspected, caused by weight gain and stress on the internal portion of the driveline. It was reported that the patient's condition would be re-evaluated and there may be potential for elective pump exchange. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The evaluation of heartmate ii lvas, serial number (B)(4), confirmed driveline (dl) wire damage that could have contributed to the reported event. (B)(4) was returned assembled with the driveline (dl) cut approximately 0.25" from the pump housing; approximately 14.75¿ of the internal portion of the dl was also returned, and approximately 22¿ of the external portion of the dl was returned (figure 1). The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned connected to the pumps outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of vad-58247 also revealed no evidence of developed depositions or developed thrombus formations. The disassembled pumps bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the pump-end and 22¿ segments of the driveline did not reveal any discontinuities or shorts. However, examination of the 14.75¿ section of the dl revealed a breach to the insulation of the red and brown wires 1.5¿ from the proximal end of the dl segment confirmed through hipot testing. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. Analysis of the submitted log files also revealed a motor stopped, low speed, and low flow hazard alarms on (B)(6) 2018 at 9:02 pm. The event occurred while the system was operating on the power module. Based on previous complaint experience, the captured events appear consistent with the confirmed driveline damage. If the exposed conductors of the red or brown wires contacted the braided shield while operating on the power module, the resulting short to ground would have resulted in a pump stop. If the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power, the resulting phase-to-phase short would have resulted in the pump stops observed within the submitted log file. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient underwent a pump exchange on (B)(6) 2019. It was reported the patient was unstable after the surgery and despite intensive pharmacology and medical therapy, expired on (B)(6) 2019. The cause of death was sirs, systemic shock with vasoplegic syndrome and metabolic disbalance.